Manufacturer narrative:
.

Event description:
Journal reference: duyvendak, wim md. "Spinal cord stimulation with a dual quadripolar surgical lead placed in general anesthesia is effective in treating intractable low back and leg pain" 2007, 10,2, p 113-119. A prospective study of 20 pts with intractable back and leg pain associated with fbss. Pts were followed for an average of 19 months. One pt experienced an infection that required lead removal during the trial period and did not return for further treatment.